Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and other injuries that resulted in the patient subsequently expiring the same day, which is alleged to have been caused by exposure to the product naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.